Manufacturer narrative:
Investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure modes for missing label and glass breakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes missing label and glass breakage. Bd was not able to identify a root cause for the indicated failure modes.

Event description:
It was reported while using bd vacutainer® acd solution a blood collection tubes there was no label on the tube. Tubes broke that were centrifuged. The following information was provided by the initial reporter: (before use): (no label). (Using): (centrifuge tubes will break).

Manufacturer narrative:
H.6. Investigation summary: "material #: 364606; lot/batch #: 1098408. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure modes for missing label and glass breakage were observed. Based on a review of the device history record and label print record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes missing label and glass breakage. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported while using bd vacutainer® acd solution a blood collection tubes there was no label on the tube. Tubes broke that were centrifuged. The following information was provided by the initial reporter: (before use): (no label); (using): (centrifuge tubes will break).